Manufacturer narrative:
Bec tracking number: (B)(4).

Manufacturer narrative:
A1: the fill patient identifier is (B)(6). The number of patients was not specified. D4, h4: UDI, expiration date and device manufacture date are not available as no lot number was provided. H3 and h6: the access sars-cov-2 antigen reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. No patient data and additional information was provided. One patient sample used for method comparison was sent for testing. Testing suggested that the reactive sars-cov-2 antigen patients result obtained is incorrect, however the cause of this erroneous result could not be determined due to the low volume of sample provided. There is malfunction as original result is discordant with 2 or more replicate measurements of the same specimen on other devices (cepheid pcr and roche elecsys® sars-cov-2 antigen). In conclusion, the cause of this event cannot be determined. Note: the initial medwatch report number 9680746-2021-00034 was submitted on 11may2021.

Event description:
On (B)(6) 2021 the customer reported false positive sars-cov-2 antigen (access sars-cov-2 antigen assay, part number c68668, lot number not provided) results were generated on the customer's unicel dxi 600 access immunoassay analyzer (part number a30260 and serial number (B)(6)). The customer reported that they obtained several false positive sars-cov-2 antigen patients results discordant to pcr. No data was provided to corroborate this statement. No information regarding patient clinical file was provided. No affect to patients or end-users has been reported in connection with this event. No hardware errors or other assay issues were reported in conjunction with this event. No calibration, quality control or system check data was provided. No issues with sample integrity were reported by the customer. The customer did not provide any additional details on sample collection or storage. One patient sample was sent for testing to marseille r&d and was tested on (B)(6) 2021. The sample was tested with the access sars-cov-2 antigen assay and a reactive result was obtained confirming customer¿s results (2.850 s/co). The sample was then tested with the roche elecsys® sars-cov-2 antigen assay and a non-reactive result was obtained (0.519 coi for a cut-off at 1.0) suggesting that the access result was incorrect. No further testing could be performed due to the low volume of sample remaining. Therefore, it cannot be determined whether the elevated result obtained with the access assay is due to non-specific binding. Note: the initial medwatch report number 9680746-2021-00034 was submitted on 11may2021. This report should be the final one but will be submitted as a follow-up.

Manufacturer narrative:
(B)(6). The number of patients was not specified. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 antigen reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. No patient data and additional information was provided. Patient samples used for method comparison were sent for testing. To date, the cause of this event cannot be determined with the available information. Note: UDI and device manufacture date are not available as no lot number was provided.

Event description:
On (B)(6) 2021 the customer reported false positive sars-cov-2 antigen (access sars-cov-2 antigen assay, part number c68668, lot number not provided) results were generated on the customer's unicel dxi 600 access immunoassay analyzer (part number a30260 and serial number (B)(4)). The customer reported that they obtained several false positive sars-cov-2 antigen patients results discordant to pcr. No data was provided to corroborate this statement. No information regarding patient clinical file was provided. No affect to patients or end-users has been reported in connection with this event. No hardware errors or other assay issues were reported in conjunction with this event. No calibration, quality control or system check data was provided. No issues with sample integrity were reported by the customer. The customer did not provide any additional details on sample collection or storage. Patient samples used for method comparison were sent for testing. No additional data was provided.